Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump received with broken battery tube threads and broken reservoir tube lip.

Event description:
Customer reported via phone call that the customer had multiple issues with insulin pump. The customer blood glucose level was 312 mg/dl. The customer was assisted with troubleshooting. Customer states that they were getting consistent motor errors and no delivery alerts. Customer reports the drive support cap appears normal. Customer states that the insulin pump has not been exposed to high magnetic fields. Customer states that these alerts normally happen during bolus deliveries. Customer was able to complete insulin pump rewind. Customer states that insulin pump alarm history contains more than one motor error alarm within the last 30 days. Customer states that there were cracks in the insulin pump casing where the battery compartment, reservoir compartment and near the drive support cap. Customer states that they also has the insulin pump duct taped together due to the damage. Customer states that there have been multiple cases in which the insulin pump was dropped, fallen on top of, bumped against objects around the house and work. Customer declined troubleshooting for the no deliveries and high blood glucose. The device will be returned for analysis.